Event description:
As reported, approximately 7 year and 7 months post the initial left tsa, the 68 year old male patient was reaching out and heard a pop in their shoulder. The patient was revised on (B)(6) 2024 and converted to a 15mm adaptor tray and the new reinforced 145 degree poly 2.5mm constrained. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 clinical code and problem code. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.